Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check of an asymptomatic patient, programmer was locked-up and had to be rebooted. This was consistent after multiple reboots and with two different programmers. It was recommended to clear-out the egms. It was noted that the all egms could be accessed; however, the option to clear the egms was grayed out. Device download was performed successfully and monitoring was re-enabled.